Manufacturer narrative:
Reported event: an event regarding loosening involving an unknown acetabular shell was reported. The event of loosening was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that 'as per pss implant request loosening right acetabular component with pelvic discontinuity. Right total hip in 2015. Recent x-rays reveal proximal migration of acetabular component with significant bone loss and pelvic discontinuity.

Event description:
As per pss implant request: loosening right acetabular component with pelvic discontinuity. Right total hip in 2015. Recent x-rays reveal proximal migration of acetabular component with significant bone loss and pelvic discontinuity.